Event description:
It was reported that the patient was experiencing burning and shocking sensation on the left sided mid to low back. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.